Event description:
The site reported that the t2 weighted axial images were flipped right to left. The t1 weighted axial images were reported to be normal. There was no report of injury or misdiagnosis; however, the concern is for the potential for misdiagnosis that could result in mistreatment.

Manufacturer narrative:
Gehc clinical applications specialist reviewed the exam obtained from the site and compared series 5 and 6, confirming that series 5 was flipped left to right, and the pt orientation annotation was also incorrect. It was determined that the reported issue may not be obvious to all users and is similar to the event reported under 2183553-2009-00010. Further investigation conducted by gehc engineering found an error in the coding of the (B) (4), a version of the software that can result in images being flipped under limited and specific conditions. The conditions are as follows: images acquired using oblique axial planes with 2d fast spin echo based on pulse sequences, 2d fse-xl, 2d frfse-xl, 2d fse-ir, 2d t2flair, and 2d t1flair, prescribed in combination with flow compensation along the slice axis. Certain prescriptions using these conditions may result in all images in the corresponding series getting flipped along the phase encode direction relative to the annotation on the image. This issue is not prevalent with other oblique planes such as oblique-sagittal and oblique-coronal plane prescriptions with the 2d fast spin echo based pulse sequences. Neither is it prevalent with non-flow compensated prescriptions, nor is it prevalent when flow compensation is prescribed along the frequency axis with the 2d fast spin echo based pulse sequences. The issue is also not prevalent with any other pulse sequence types other than those mentioned above.